Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad was frozen and the buttons were unresponsive. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer stated the insulin pump may have been exposed to moisture from sweat. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no unexpected battery out limit alarms noted. The insulin pump power up properly after battery installation and operating currents are within specification. The insulin pump has cracked case at display window corners, battery tube threads and with minor scratched display window.